Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the arm and table froze during apc and panning use on an azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.